Event description:
The pump was returned for investigation. Investigation revealed that the oled was found to be lifting and the force sensor flex pins were partially dislodged from the printed circuit board (pcb) sockets. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump was returned for investigation on (B)(4) 2012. A "loss of prime" with a zero force and "no cartridge detected" was observed in the black box history on (B)(4) 2011 and (B)(4) 2011. Investigation revealed that the oled was found to be lifting and the force sensor flex pins were found to be partially dislodged from the printed circuit board (pcb) sockets.